Event description:
Per the clinic, the patient experienced a skin overgrowth and subsequent cellulitis at the abutment site. Subsequently, the patient was transitioned to a transcutaneous osia implant system at a new implant site. Additional information has been requested but has not been made available as of the date of this report.